Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they have not made an appointment with the hcp. They stated that the issue with the charger has been resolved with the replacement that was sent.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that settings not available had been appearing. Agent reviewed screen meaning with the pt. Pt said that the ins battery was not being used up and they had been having pain, so they knew that the ins wasn't working right. Pt said that the stimulation was on. When asked for the event date, pt said that it was quite awhile ago. Pt said that they kept switching from group a to group b, however the stimulation intensities were lower than they used to be (they used to be able to go up a lot higher) and they couldn't increase the stimulation. Patient was redirected to their healthcare provider to further address the issue. Pt noted that they had a regular neurologist that was closer to them, so they would see if they could meet a rep there instead.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.